Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: after the procedure. It was reported that after the procedure of a rica, hypotension was observed and meds were given. Patient was slowly weaned off dopamine and the hypotension was resolved in 2006. This resulted in prolonged hospitalization. The patient maintained a hypertensive state, which was good enough to be discharged to home the same day. No additional information available.

Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to MFR for analysis and the lot number was not reported.